Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a review of the features of this pacemaker system. Ts reviewed the features with the hcp and suggested reprogramming options. It was also noted this pacemaker exhibited oversensing on the right atrial (ra) channel. This ra lead remains in service and no adverse patient effects were reported.